Event description:
The customer reported collimator iris too large errors and that they had to reboot to clear the errors. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. The system operates as intended.